Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad trace. No moisture damage found on electronic assembly and motor. The device was received with lcd bleeding due to cracked lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture the day before and the buttons were not responding. The customer stated that the numbers on the screen were not ramping or the scroll bar moving without input. She confirmed the time on the screen was advancing. Customer's blood glucose value was 159 mg/dl. She was advised to have the customer discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.